Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "pain", "bilateral capsule", "breast induration". Via ultrasound "significant capsule" and " periprosthetic capsule". This record is for the left side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "pain", "bilateral capsule", "breast induration". Via ultrasound "significant capsule" and " periprosthetic capsule". This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "pain", "bilateral capsule", "breast induration". Via ultrasound "significant capsule" and " periprosthetic capsule". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d3, d4, g4.